Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an ablation case the guidewire was unable to straighten and separated within the patient. This was observed on fluoroscopy. The wire was removed intact from the body as it occurred at the end of the procedure during removal of the catheter.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. It is not possible to determine the root cause of the complaint conclusively. Wires are 100% pull tested followed by exercising by hand to inspect the integrity of each unit during the manufacturing process. The customer was contacted for additional information on the case, and they stated "that a bit of force was used to try to retract the wire due to it being stuck in the catheter ". This may have caused the failure mode; however, the cause of the wire being stuck in the catheter is unknown. A review of the device history and complaint database could not be performed since the lot number was not provided.